Manufacturer narrative:
Investigation included customer support troubleshooting, including advising a system software update, performing a magnet activation technique to ensure sensor activation, and verifying sensor function with the dexcom app with guidance to replace the sensor if not functioning. Investigation of this case revealed a pairing failure with the responsible device not identified. It was concluded that user education and troubleshooting were provided and the event was non-injurious.

Event description:
It was reported that a trainer and user were unable to pair a new dexcom g7 sensor with the ilet, despite reentering the ilet and confirming the pump¿s bluetooth showed a valid version and name rather than a default placeholder. Symptoms included no alerts or alarms. Outcomes included no injury and no medical intervention.